Manufacturer narrative:
It was reported that during a spine procedure, a piece of the cautery tip fell into the surgical site. The piece was retrieved without further incident. We have not received a sample for evaluation. This device is a component in a custom surgical pack and is manufactured by covidien. As the manufacturer of the device, covidien will conduct an investigation and make the determination if any corrective action is indicated.

Event description:
A piece of a cautery tip fell off into an incision site.